Manufacturer narrative:
(B)(4). This system includes external fixation components and implantable bone screws. Concomitant medical products: 15265, xs rotating ring, 667820, 02555, xs 4mm allen wrench, 7981904. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02134.

Event description:
It was reported that the body of the external fixator failed catastrophically with the loss of a hinge pin allowing gross movement. The patient experienced decreased range of motion, joint stiffness, and pain when walking. Patient underwent a procedure to revise the external fixator under general anesthesia. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the body of the external fixator failed catastrophically with the loss of a hinge pin allowing gross movement.. The patient experienced increased range of motion, joint stiffness, and pain when walking. Patient underwent a procedure to revise the external fixator under general anesthesia. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed, as visual review of the returned components concluded that one of the pins and washers, from the device was missing. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.